Manufacturer narrative:
Device evaluated by MFR: promus element ous, mr, 2.5 x 24mm, stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found damaged struts on the proximal side; struts were pulled and distorted in a proximal direction. The stent od (outer diameter) of the undamaged distal section was measured using snap gauge which is within maximum crimped stent specification indicating that there were no issues with the crimp stent profile. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found multiple hypotube kinks along the full catheter length. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found no issue with the shaft polymer extrusion. The bi-component bond showed no signs of damage or strain. A visual and tactile examination found no damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The 85% stenosed, 24x2.5mm, target lesion was located in the severely tortuous and severely calcified left anterior descending (lad) artery. A 2.50x24mm promus element ¿ drug-eluting stent was advanced to treat the lesion. However, during delivery, the stent strut was lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that stent damage occurred. The 85% stenosed, 24x2.5mm, target lesion was located in the severely tortuous and severely calcified left anterior descending (lad) artery. A 2.50x24mm promus element¿ drug-eluting stent was advanced to treat the lesion. However, during delivery, the stent strut was lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.